Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was getting burnt out. A boston scientific company representative advised the patient to replace the power cord. No adverse patient effects were reported.